Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
It was reported that an over current detection (ocd) alert due to low defibrillation impedance was observed on the right ventricular (rv) lead. As a result, defibrillation therapy was not delivered for an episode of arrhythmia. The arrhythmia self-terminated. The physician suspected externalized conductors to be the cause of the event, but this was not confirmed via diagnostic imaging. The lead was capped and replaced to resolve the event. The patient was in stable condition.